Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during ipg replacement surgery on (B)(6) 2023, the patients lead was found to have high impedances. The lead was explanted and replaced during the procedure.